Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The event of system explant due to discomfort was reported to abbott. The patient has been contacted multiple times and has not responded. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the physician explanted the ipg.